Manufacturer narrative:
(B)(4). Device evaluation summary: it was received two sealed boxes with thirty-six unopened samples each of product code vcp311, lot me2923 were returned for analysis. As total 72 samples were received for evaluation. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. Representative samples returned to support 2 device issues captured in reports mw 2210968-2019-80368. Analysis results have been included in follow- up reports for each.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The single complaint was reported with multiple events. There are no specific details regarding the additional events. Attempts are being made to obtain additional information. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. It was reported that the suture is broken. The surgery was not delayed. It was unknown how the procedure was completed. There were no adverse patient consequences reported.